Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_adaptor_acc, explanted: (B)(6) 2018, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_adaptor_acc, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during an ins replacement, disconnection of the adaptor was found. The wound was closed, and the implant procedure continued. The adaptor was scheduled to be replaced on a later date. The physician commented that it seemed the adaptor might have a disconnection issue rather than the extension due to the adaptor's thin shape and single connection. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.